Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was per service record. The system found to meet all cosmetic and performance standards per the service test procedure. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system provided inaccurate measurements during surgery in the unidentified eye. The system began advising most patients to have lenses implanted 0.5 diopters higher than what our reliable intraocular lens master had recommended, revealing the largest discrepancy between the system and the intraocular lens.